Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during multiple cataract extractions with intraocular lens (iol) implant procedures, foreign substance was found on the iols after implantation. The substances were removed using irrigation and aspiration. The physician assumes the substances might be from the cartridges and the substance in the cartridge stuck on the iol¿s optic when the iols passed through the cartridges, or the iols could be scratched when the iols passed through the cartridges. Additional information was provided indicating that the cartridges scratched the iols. There are two medical device reports associated with this event. The first report is associated with this mfg report num. 1119421-2020-00111.